Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the physician made a last attempt to open the artery. The guidewire being used broke off at the juncture between the first and second distal markers. The juncture was described as not being smooth where they meet and therefore may have contributed as it may have caught and sheared off when retracted. The patient needed amputation, however this was anticipated in the event this attempt was unsuccessful.

Manufacturer narrative:
Additional information: the issue occurred during attempt to cross a cto (chronic total occlusion). Detachment occurred when attempting to retract the nitrex wire into the viance catheter. The detached portion remained in the cto space. If information is provided in the future, a supplemental report will be issued.